Event description:
During the preventive maintenance of the da vinci surgical system, the distributor found that the patient side manipulator (psm) failed the brake inspection test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. The psm passed slow sweep testing. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.